Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by the pharma to market. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported by the distributor that there was hypersenstivity. Per email: the (B)(6) report which contains 5 hits for "tradename not specified (chlorhexidine gluconate)". This line listing report was extracted from the (B)(6) on (B)(6) 2021 as part of local literature surveillance activities. (B)(4). Kindly share your reference numbers when available.